Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Health care professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify opening sharp in the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the anterior assessed as to an unidentified (tear) opening.

Event description:
The device has been explanted and replaced.